Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
While trying to connect a patient to a triton administration set, the vent cap plug completely detached allowing chemotherapy drug to free flow from the solution bag. The nurse immediately turned the bag, so no more solution could spill out. The medication that had leaked did not come into contact with the patient nor the staff.